Event description:
It was reported that during engineering evaluation it was discovered that the motor device had a loose motor, an expanding hose and low rotations per minute. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loose motor, an expanding hose and low rotations per minute. It was determined that the motor was loose due to worn pawls. It was determined that the hose was expanding as a result of the inner hose being damaged. It was determined that the rotations per minute were low because the air flow was not correct from the expanding hose. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.